Event description:
Pump thrombosis. Vad alarms, placed on high dose heparin. Chest CT and echocardiogram inconclusive for pump thrombosis, monitoring parameters. On (B)(6), ischemic stroke confirmed by CT. Lvad exchange on (B)(6) 2016. Respiratory failure had required tracheostomy; r ventricular failure requiring inotropes; multiple episodes of arrhythmias, inotropes weaned off. Pt was ventilator dependent; discharged to vent weaning facility. Had also required feeding tube place percutaneously for enteral feeding. Pt was unable to tolerate anticoagulation secondary to multiple bleeding. Pt was unable to tolerate anticoagulation secondary to multiple bleeding episodes. Discussion with pt/family risk of no anticoagulation would be an increased risk of pump thrombosis reoccurrence.